Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e09049 and h11h09050 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4) . As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.